Event description:
It was reported that a malfunction occurred on the customer's pump. There was no adverse impact to the customer's blood glucose level. Technical support provided instructions and assisted the customer in resetting the pump, resolving the issue, and enabling continued use of the pump. The customer was advised to call back if the malfunction recurred, and they acknowledged and understood these instructions.